Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a piece of the white part at the tip of the wand had broken off and was floating in the joint space. The probable root cause/s could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The broken piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The broken piece was retrieved.